Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2018 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 10mm x 280mm standard nail per the sign technique manual. Surgeon comment: "old nail removed, lateral approach to the tibia done, alla fragments exposed, partially periosteum elevated, partially osteoperiosteal decortication done. Calloclasis and removal of all the fibrotic tissue, refreshment of bone edges with power saw, punctate bleeding positive. Fibulectomy. Nailing with new 10x280 nail, impossible to go more distally with the tip (closed canal). Distal interlock, compression of fracture site and proximal interlock with dynamic screw only. Bone graft positioned around fracture site, harvested from controlateral gerdy's tubercle. Closure in layers with one small hemodrain."